Manufacturer narrative:
The product group of the affected tube is unclear. Although a twist tube is mentioned in the mhra report, it does not have the locking mechanism described. It can only be a twist plus tube, but this has not been confirmed by the customer. The cause for the break of the locking ring can not be determined. Probably the root cause is a very rare production error in combination with strong forces during use.

Event description:
While administering nebs the liner needed changing and the two plastic parts that lock it in place broke off one was found and the other may have gone into the tracheostomy. No health effect of the patient reported.